Event description:
This report is to advise of an event observed during analysis confirming thermal damage on multiple burnt components on the antenna tx/ rx portions of i3 stuffed pca (600235017).

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Internal visual inspection inside unit¿s enclosure assembly revealed multiple burnt components on the antenna tx/ rx portions of i3 stuffed pca (600235017). Unit booted up correctly to the start screen on the handheld without ever producing any software errors or warnings. A review of the DHR was performed for batch #8850035 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.